Event description:
A customer reported that vacuum was not working during a cataract extraction procedure. The system was exchanged. After a 10 minute delay, the procedure was completed with no harm to the patient.

Manufacturer narrative:
The company representative examined the system and could not duplicate the customer reported vacuum problem. The system was then tested and met all product specifications. No samples were returned for evaluation and no additional information has been provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).